Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the device was unable to fire. They changed the device to complete the case and resolve the issue. The patient is alive with no injury.